Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 750 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. The customer drank plenty of fluids and was treated with intravenous fluids of insulin and saline. Treatment helped but did not fully resolve the issue. The customer has not yet been released and declined follow up from tandem technical support. Customer reverted to an alternate method of insulin. No additional information was provided.